Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Engineering evaluation noted that the intraoperative fracture reported was likely the result of excessive impaction force on the humeral liner.

Event description:
Patient experienced a fracture to the calcar upon impaction.

Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Patient experienced a fracture to the calcar upon impaction.